Event description:
Patient reported experiencing off and on pain. In 2007, the patient spent 5 days in the hospital because of pain but no conclusion as to the cause of the pain.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.